Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced random, frequent loss of prime without a known cause. The distributor reported that the loss of prime issue continued after the cartridge had been changed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated on 10/23/2014 with the following findings: review of the black box data revealed several records of loss of prime due to low non-zero force warnings. On investigation, the ez-prime steps were successfully performed without loss of prime warning. The pump was exercised for 24 hours; no errors, alarms or warnings occurred during testing and the pump was determined to be performing within the required specifications. Investigation did not duplicate the alleged loss of prime issue. Unrelated to the original complaint, the display was noted to be dim and discolored and the battery compartment was noted to be cracked from the bumper grip down to the case seal.